Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's implantable cardioverter defibrillator had gone into back-up vvi mode. The patient presented in clinic on (B)(6) 2020 and the device was reprogrammed and restored. The patient was stable.